Event description:
"Patient reports the right front tooth doesn't seat all the way down into the aligner on number 13, bottom aligners move the teeth forward making it difficult to close mouth, lower teeth are colliding with the back of the upper teeth in the mornings then settling back again by the time the aligner is put in at night, causing bite-down challenges. Patient at step 14 with aligners and wears them 10 hours a night and alignment is getting worse. The lower teeth that collide every morning are feeling loose because they are being pushed back and forth every day. Byte cst (clinical support team) reviewed multiple bite videos and on (B)(6) 2024 determined that the bite and mobility concerns were being caused by not tracking."

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.this MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.